Event description:
A fatal house fire was reported to invacare. The reporter notified invacare that an unknown invacare concentrator was in the house fire. The user had recently had unknown surgery and was found deceased in the home. No additional information is available at this time. The cause of the fire is unknown or if the concentrator was even in use at the time. This report will be updated as additional information is obtained.